Event description:
Reporter reports back to back testing on the compact system with results of: 263mg/dl to 89mg/dl; 263mg/dl to 105mg/dl. No quality controls were run. No adverse event was reported. A request was made for return of the suspect product and a replacement was sent.